Event description:
Device malfunction: none. Symptoms/ae: femoral occlusion, ischemia. Time of symptoms/ae: after procedure. The following events were noted through a periodic article review. A retrospective study was performed from 2001 through 2007. Consecutive diagnostic catheter cerebral arteriograms were obtained and examined at a large academic institution. The purpose of the study was to examine the complication rate of catheter cerebral angiography. Three patients developed clinical complications related to the closure device. One of the three patients developed a femoral occlusion and right leg ischemia. A thrombectomy was performed and a patch was applied. The occlusion and ischemia resolved after treatment. The article does not correlate the adverse outcomes to a specific device/brand/manufacturer. Though requested, no additional information was provided.

Manufacturer narrative:
Johanna t. Fifi, md, et al; "complications of modern diagnostic cerebral angiography in an academic medical center", published j vasc interv radiol 2009; 20:442-447. This report involves a retrospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. Ischemia is a known adverse effect associated with the use of the device.